Event description:
It was reported that the insulin pump was submerged in water. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the liquid crystal display and the mother board.